Manufacturer narrative:
A ge healthcare service representative has inspected the machine and has recommended to the hospital to replace the base. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, while moving the machine from one room to another, the caster broke. There was no report of patient involvement.